Event description:
It was reported that the dexcom g7 sensor was not providing glucose readings on the ilet device, consistent with signal loss between the continuous glucose monitor and the ilet; support guided the caregiver to toggle the dexcom g6/g7 setting and advised waiting for reconnection. Symptoms included no reported adverse clinical effects. Outcomes included no reported alerts, alarms, or medical interventions. Investigation included remote troubleshooting and education to re-establish communication between the cgm and the ilet. Investigation of this case revealed a communication interruption affecting cgm data transmission to the ilet, with no evidence of device damage or physiologic harm. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption that resolved or was expected to resolve with standard reconnection steps.